Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported coil damage was confirmed. The reported resistance was not confirmed, the guide wire was advanced through a proxy guide wire introducer without any resistance noted during insertion or removal. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the balance middle weight (bmw) guide wire was advanced to the target lesion without any issues. It was noticed that the bmw tip had touched the monitor before entering the anatomy. During the attempt to remove the bmw guide wire, it got blocked at the level of the non-abbott introducer. It was necessary to remove the bmw guide wire and the introducer as a single unit. After removal, it was noticed that there was a "step" in the bmw shaft. A second bmw guide wire was used to successfully conclude the procedure. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.